Manufacturer narrative:
All available information was investigated and the reported loss of fluid column could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from this lot. All available information was investigated, and a cause for the reported leak in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter device referenced are filed under separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that during preparation of two steerable guide catheters (sgc 01124u150, 01123u223), both sgc's lost fluid column when inserting the dilator. The sgc devices were not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.